Event description:
The tech reported the brakes at the head end of the bed are not holding. The bed is located in the hill-rom svc ctr. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the head end brake casters are worn, the tech replaced the head end brake casters to resolve the issue. Based on this info, no further action is required.